Event description:
Additional information indicates the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported the elective replacement indicator (eri) triggered and the ipg may be approaching end of service. The device is providing therapy.